Event description:
Pt was admitted for cardioversion. Nurse was instructed by dr that shaving of electrode pad placement are was "not necessary". Pads were applied over very hairy area on anterior and posterior area of the chest. Setting on cardioverter was set to 200 joules. Upon delivery of energy, pt received a minor reddened area matching the circumference of the pad area. Insufficient skin contact was probable cause for situation.